Event description:
Same case as MDR ID: 2134265-2014-04719. (B)(4) clinical study. It was reported that chest pain, belching, vomiting, st elevation myocardial infarction (stemi) and stent thrombosis occurred. In (B)(6) 2011, the patient presented due to recurrent substernal chest discomfort radiating to the neck and associated with belching. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de-novo lesion located in the distal right coronary artery (rca) with 99% stenosis and was 2.0 mm long with a reference vessel diameter of 3.0 mm. It was treated with direct stent placement using a 3.00 x 16 mm taxus® liberté® stent with 0% residual stenosis. In addition, the physician also treated the in-stent restenosis of the previously deployed 4.00 x 20 mm taxus® liberté® stent in proximal rca, with placement of a 4.00 x 38 mm ion stent. Also, the sub-total occlusion in distal rca was treated with placement of a second 3.5 x 12 mm ion stent. The two 4.00 x 38 mm and 3.5 x 12 mm baseline ion stents did not overlap. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented to the emergency room with complaints of chest pain associated with belching and vomiting. The patient was hospitalized and cardiac catheterization was recommended. Electrocardiogram (ECG) was performed and revealed inferior st elevation. Subsequently the patient was diagnosed with acute stemi. Cardiac enzymes were found to be elevated but did not meet protocol definition of mi. At the time of event, the patient was not on aspirin and other antiplatelet medications were last taken in (B)(6) 2014 while the study drug was never taken during the study. Coronary angiography revealed 100% total occlusion in the distal rca and was treated with direct coronary artherectomy (dca) and balloon angioplasty with 0% residual stenosis. The events were considered to be resolved without residual effects and the patient was discharged the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, the 3.5 x 12 mm ion stent was implanted in the mid right coronary artery (rca) and not in the distal rca as previously reported. Also, at the time of the event, the site confirmed that no stent thrombosis was noted in the previously placed stent in mid rca.